Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on an intellivue x3 device indicating that it was defective, while mentioning a ventricular tachycardia (vt) alarm. It is unclear at the time of this report what type of issue occurred with the vt alarm. It is unknown if the device was in clinical use at the time of the reported issue. There was no adverse event or patient harm reported.

Manufacturer narrative:
An authorized philips bench repair technician (brt) received the device, and found that the vtach alarm error was due to a mistake in the setting of the device. The mistake on the setting was already on the device when it was received by the brt, and it was not possible to determine if the mistake in the setting was caused by the customer or someone else. Based on the information available and the testing conducted, the cause of the reported problem was a device setting error. The reported problem was confirmed. The device was operational after the error in the settings were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.